Event description:
Company representative reported ""membranous, nuclear-deficient fibrosed connective tissue, suitable for mammary capsule tissue with connective tissue-activated mesenchyme and low-grade chronic, partly resorptive entandment. In further cross-sections, synovial-like metaplasia and very rare detection of weakly double-refractive polarizing transparent foreign material with an surrounding microcorpergiant cell reaction, such as abrasive material" and "fluid, internal protheses mammae bds and mast cell activation syndrome". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of seroma and capsular is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6(a), g1, g2, g4, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and fluid collection (captured as seroma). The report of mast cell activation syndrome has been deemed not device related. The device has been explanted.